Event description:
The customer states when device is turned to the off position, the device remains on. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.